Manufacturer narrative:
A service provider's testing results show that the complaint was confirmed. The provider spiked the set into a bag to begin the test. While priming the set, it was noticed below the filter the set had a small hole and the set leaked. The infusion ran for 10 mls and it kept leaking out that area. At no point did it leak from the filter, just right below it.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user reporting that an administration set (lot number unkown) was leaking at the filter. Device operator was a patient. Medication being infused was 5fu. A patient was involved, but was not injured. The contract manufacturer of the affected device is (B)(4).